Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was discharged after the procedure.

Manufacturer narrative:
The reported concern of premature discharge of battery through electronics performance indicator (epi) was confirmed. The device was received with normal telemetry communication and output. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found above eri levels with signs of rapid discharging. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.